Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient was hospitalized for 3 days due to elevated blood glucose of 20-31 mmol/l (360-558 mg/dl) and ketoacidosis. The patient's mother stated the infusion site needle was bent and the infusion device did not alarm e4 (occlusion) error. No further information is available. The alleged infusion set was discarded. The infusion device was replaced and requested to be returned for evaluation.